Event description:
Information was received from a patient representative (rep) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for spinal pain indications. It was reported that the patient's personal therapy manager (ptm) showed a service code 100 and alert that the pump motor stalled. The patient representative (rep) confirmed that patient had an magnetic resonance imaging (MRI) this morning. The patient rep was not with the patient. Additional information was recieved from the healthcare provider in the form of the patient's first pump post operative appointment. The hcp stated that patient was doing well however was recently diagnoses with compression fractures. Patient stated pain was well controlled, using about 6 boluses per day. About >50% improvement. Surgical wounds have been healing well and they deny and fever/chills or drainage or erythema.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.